Manufacturer narrative:
There is evidence of benzalkonium interference during the suspect sample analysis times on both 8/8/16 and 8/9/16 on sn (B)(4). Benzalkonium is a known interfering substance as listed in the rp500 operator's manual. The sensor has been exposed numerous times during the use of this cartridge causing intermittent na calibration errors. The source of the contamination should be investigated and eliminated. The analyzer is performing as intended.

Event description:
The customer experienced discrepant low sodium results on multiple samples on rp500 sn (B)(4) system when compared to an unspecified main laboratory result. There was no report of injury due to this event.